Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to halos. Visual acuity (va) pre-operative (op): 20/40 and va post-op: 20/20. There was no vitrectomy or sutures required, however, the incision was enlarged. Another johnson & johnson lens, model zcb00 19.0 diopter, was implanted as a replacement. The patient is doing well after iol exchange as the halos have resolved. No other information is available.

Manufacturer narrative:
Device evaluation: product evaluation could not be performed since, at the time of this investigation, the product had not been received. If the product is returned regarding this evaluation the case will be reopened to complete sample evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional info: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: dec 9, 2022. Device evaluation: the complaint lens was received inside of a bag. Visual inspection under magnification revealed that the complaint lens was received cut. The lens was cleaned and, no issues that could contribute to or cause halo vision could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue "explant" and "halo vision" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.